Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a signal loss occurred. According to the patient, on (B)(6) 2025, they experienced a signal loss after which they experienced a hyperglycemic event. Besides the signal loss, at the time of the event the patient also experienced a broken insulin pump tube, which also contributed to the hyperglycemic event. The day of the event the patient experienced vomiting, feeling sleepy and dizzy. The patient´s husband called an ambulance, and the patient was brought to the hospital. When a fingerstick was taken the blood glucose reading was more than 600 mg/dl. The patient was treated with insulin and was given extra water to drink. The patient was discharged after 5 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.